Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 400 units of insulin, and the insulin gauge displayed fill estimates ranging from 200 to 450 units of insulin. There was no reported impact to the customer¿s blood glucose level. Although requested, the customer declined to perform troubleshooting with tandem technical support.